Event description:
The customer reported a discrepancy with a sample tested on the ortho provue analyzer and manual gel testing. The customer indicated that a sample containing anti-m antibody did not react with cell #s 7, 9 and 10 of 0.8% panel a lot #vra122 when tested on the provue. The sample reacted positive (1+) in manual gel test. Patient testing was not taking place; provue beta trial was being performed the time of the incident. No erroneous results were reported. False negative test results can lead to transfusion of incompatible blood.

Manufacturer narrative:
No definitive root cause was determined. The testing performed was part of a beta trial/experimental testings on the instrument. Service was not obtained. The incidents were documented for tracking and trending purposes only. Testing was not intended for patient testing and/or patient release testing. Erroneous test results were not reported. (B) (4).